Event description:
(B)(4) . The provider states the chair is having issues. He didn't specify the issue but on the parts quote there are motors and locking gas cylinders. The provider disconnected before call could be transferred for information gathering. (B)(4).